Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use in the ICU, the nurse lightly touched the stopcock and it cracked. The device remained in use as is, however, using the other luer of the stopcock to successfully continue therapy. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a crack stopcock was confirmed. Returned by the customer was one 3-way stopcock. A visual inspection of the returned stopcock was performed and evidence of use was observed in the male luer. There was a crack in the body of the valve and the handle had a torn appearance near the cracked base. A microscopic examination of the stopcock revealed a crack and stress whitening in the male luer. No additional damage was noted. Functional testing revealed the handle rotated 360 degrees and per the stopcock graphic, the handle should rotate 180 degrees. The location which the stopcock should stop and not advance was the location which the damage to the valve body and handle were observed. A device history records review found no relevant findings. The probable cause is operational context which cause or contribute to the event. No further action will be taken.